Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number not provided.

Event description:
The customer reported that a brady alarm did not occur at the central station. There was no patient incident alleged.

Manufacturer narrative:
.

Event description:
The customer reported that a brady alarm did not occur at the central station twice for a patient on (B)(6) between 15:00-17:00 and between 21:00 ¿ 21:30. There was no patient incident alleged.